Event description:
Un-reporting mw since it is not PMA approved.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported that they have pain and discomfort on left breast, and performed some exams, the physician diagnosed the patient with capsular contracture baker iii. Device remains implanted. The record relates to the left side.